Manufacturer narrative:
Patient information has been requested. A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. The door was tested, but no issues were found.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site had difficulty getting the door to open when around the patient. The site also stated that the lift and shift was not working. There was no patient harm. Additional information received from a manufacturer representative reported that the procedure was delayed by five minutes. No manual workaround was used to resolve the issue. The cause was unknown.